Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed on (B)(6) 2014. According to the complainant, the patient came back few days post procedure (after unspecified time period) with bleeding and it was noted that the clip was gone. Another clip was placed successfully to stop the bleed. The detached clip was left to pass naturally. There was no patient complications following the second clip placement. The patient¿s current condition was reported to be fine and stable.

Manufacturer narrative:
The device has not been received for analysis. Should the device become available for analysis and there is any further relevant information, a supplemental MDR will be filed.